Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse trends in conjunction with the complaint issue currently under evaluation. No non-conformances or deviations were identified. Accuracy testing was performed using an in-house retained sample of architect total b-hcg assay reagent lot 67146ui00. No returns were available from the customer site. All acceptance specifications were met, indicating acceptable performance of this reagent lot. The architect total b-hcg assay package insert provides information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. However, no systemic issue or product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided.

Event description:
The customer reports that one patient sample generated an initial architect total b-hcg assay result of 44 miu/ml on an architect i2000sr analyzer. The sample retested at <1.2 and 1.2 miu/ml. No suspect results were reported from the lab. There is no impact to patient management reported.